Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 26 mmol/l (468 mg/dl). The pod was worn on the patient's back for between 1 and 4 hours. As treatment, a new pod was applied and a manual insulin injection was administered.